Manufacturer narrative:
Product analysis :optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation, therefore, cause of event cannot be determined.

Event description:
It was reported that the patient underwent the surgery due to degeneration of lumbar intervertebral disc on (B)(6) 2015. During the surgery,the doctor found the product's head part slipped, he had to replace a new one to complete the surgery. Patient's current status is overall ok.